Manufacturer narrative:
This report is being submitted for additional information received from customer regarding the event. Please see update to b5. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported that the intended procedure was diagnostic. The name of the procedure was gastroscopy. The device was inspected during previous reprocessing and the results were ok. The device was not reprocessed before it was sent for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. The device was not returned; therefore, the customer's event was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "inspection of the air-feeding function; inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an unknown material was blocked at the distal end in the biopsy channel of the evis exera iii gastrointestinal videoscope. The issue occurred during an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.